Event description:
It was reported that the client never answered their quote, and the device was sent back to the client but it was returned with a purchase order. There was unknown patient involvement. Analysis revealed that the downstream occlusion (dso) seal was peeling off.

Manufacturer narrative:
Event date: unknown; no information has been provided to date. Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6). The device was received for evaluation. A visual inspection noted that the downstream occlusion (dso) seal was peeling off. Functional testing and visual tests were conducted with the returned device. The pump was tested for flow accuracy and passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The investigation determined the dso seal was peeling off. As a result, the dso seal will be replaced.